Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
This event was based on a journal article that reported adverse events involving guidant/boston scientific subcutaneous implantable cardioverter defibrillator (s-ICD) devices. It suggested that three patient admissions were associated with ineffective electrical shocks and were admitted to the emergency department (ed) during both the pre-pandemic and covid-19 pandemic periods. The study's goal was to assess ed visits related to s-ICD devices, where patients received high-energy shocks in both periods. Throughout the study, 149 patients had one visit for electrical shock, 36 had two visits, 11 had three, and two had four visits. A total of 25 patients were admitted to the eds during both the pre-pandemic and pandemic eras, while 173 were admitted exclusively during one or the other. There were six admissions among five patients with an implanted s-ICD device, with one admission in the pre-pandemic period and five during the pandemic, three of which were due to inadequate electrical shocks. All patients with implanted s-ICD devices admitted during the pandemic tested negative for sars-cov-2. The study also found that the number of patients with s-ICD was greater during the pandemic compared to the pre-pandemic period. No additional information has been provided. At this time there is no evidence that any of the devices were explanted.